Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis. The cause of elevated bg was customer was not monitoring bg levels, and did not administer enough correction bolus to cover carbohydrate intake. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids, sugar saline, and manual injections. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.